Manufacturer narrative:
(B)(4) 2015 imaging system was checked for accuracy and the right side was found accurate, the left side was calibrated and verified accurate. (B)(4) 2015 software investigation completed. Findings are that there was not a failure. The imaging system was checked for accuracy and the right side was found accurate, the left side was found questionable. The left side was then calibrated and verified accurate." The issue was solved after re-calibration of the imaging system. Software is functioning as designed. (B)(4) 2015 medtronic technical services representative analysis of pictures show how the udg is placed on the bone and a plan is created. The tap vs plan images show what the navigation system is showing when the solera awl tipped taps are placed in the same hole, and thus plan, that was made by the udg and extension. One other image also shows where the passive planar probe is displayed on the stealth when in the hole, versus where the udg¿s plan shows.

Event description:
A medtronic representative reported that, while in a spine l4-l5 midlif procedure, using a navigation system and an imaging system, the surgeon alleged an inaccuracy on all 4 holes. Only 1 screw needed to be revised. The udg had a purple tera tracker, and the awl tipped taps were on a gray navlock. The surgeon used the universal drill guide (udg) projection to save a plan. The surgeon then used an awl tipped-tap with a navlock tracker and were 2.5 millimeters lateral on one screw. The surgeon broke out of the side of the bone and placed a pedicle screw to correct. This procedure was done with a percutaneous pin reference frame. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system.